Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed on an unknown date experienced right sided deflation post procedure. As a result, explant and replacement with mentor gel was performed. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted.